Manufacturer narrative:
Additional narrative: patient identifier and weight are unknown. Device was not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: april 7, 2014 - expiry date: march 1, 2024. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgeon experienced difficulty inserting a screw into the screw-hole of a plate during a surgical procedure on (B)(6) 2015. The surgeon attempted to insert the screw using several positions and several screws (of differing length/thickness), but the issue was not resolved. Ultimately, the surgeon opted to use another plate with longer length in order to complete the procedure. A sixty (60) minute delay was noted. Following the procedure, the washer of the original plate was found to be malformed/bent. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation action/summary was conducted/performed. The report indicates that we have received those three articles for investigation and forwarded them to the manufacturing plant; here the feedback: the plate has been returned not in the original packaging part: 04.613.564s / 04.613.566s, two screws have been received not in the original packaging. The screws are damaged post production. The conclusion of the reinspection is that the products are conforming from a manufacturing perspective. DHR review showed conformity to the specifications. The plate was manufactured in june 2014, screw 04.613.564s manufactured in february 2008 and screw 04.613.566s in april 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: two screws have been received not in the original packaging. The screws are damaged post production. The returned screws have been re-inspected for all the features relevant to the failure mode notified. The conclusion of the re-inspection is that the products are conforming from a manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There were reinsertions of screw several times, which made a screw hole wider and also unnecessary hole.